Manufacturer narrative:
Per the clinic, the patient underwent a surgery on (B)(6) 2021 to replace the implant magnet. This report is submitted on october 22, 2021.

Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site and a dislocated magnet secondary to an MRI. It is unknown if the patient's head was wrapped as specified. There are plans to replace the magnet in (B)(6) 2021.